Event description:
It was reported that during the procedure in the proximal right coronary artery with heavy tortuosity and 90% stenosis, the 3.5x28 rx promus stent delivery system could not cross the lesion. Examination of the device revealed flared stent struts. Balloon angioplasty was performed to complete the procedure. On 16 nov 2011, a 3.5x18 promus stent was implanted in the proximal right coronary artery. There was no adverse patient effect and no significant clinical delay in the procedure. Return device analysis revealed a foreign material on the proxiaml shaft of the 3.5x28 promus stent delivery system.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device indicated the presence of shrink tubing on the proximal end of the hypotube, which was not completely removed during the manufacturing process. Based on the location of the loose tubing, it is unlikely that it contributed to the failure to advance/cross the lesion. A review of the lot history record for this lot revealed no nonconformances related to the presence of foreign material/tubing. A query of the complaint handling database revealed no similar incidents associated with the presence of foreign material or stent damage for this lot. A review of related records and the manufacturing process confirmed the product was built according to release specifications, suggesting that the extra shrink tubing observed on the device was isolated to this unit.